Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, a company rep discovered a posting on a social networking website where the pt stated he experienced elevated blood glucose of 400 mg/dl due to not receiving insulin and the infusion device not alerting him that insulin was not being delivered. The company rep advised the pt to contact technical support and provided contact info. Attempts to contact the pt to gather info were unsuccessful. The pt did not require treatment from a health care professional or second party to address the issue. No product was requested to be returned for eval.